Event description:
A malfunction on the pump was reported by the customer. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and the customer successfully performed the reset. The same malfunction code did not recur after the reset, and the customer was advised to continue using the pump while monitoring for any future issues.